Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occured. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be an early sensor expiration. No injury or medical intervention was reported.